Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 250cc and experienced bilateral rupture post-operatively, which was confirmed via MRI. As a result, the patient underwent removal on (B)(6) 2020. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the posterior aspect. A rent with a length of 1.4 cm was observed within these parallel lines. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on aug 15 2021, it was noticed the following information was erroneously omitted from the previous report: the replacement devices were identified as mentor gel breast implants (serial numbers (B)(6)).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 15 2021, additional information was received indicating the explantation surgery was rescheduled to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).